Manufacturer narrative:
Service was not dispatched to the site for this event. Although sample handling was addressed with the customer, no definitive root cause has been determined for this event. Mdrs associated with this event: 2122870-2011-04840, 2122870-2011-04841, 2122870-2011-04842, 2122870-2011-04843.

Event description:
The customer reported that hypersensitive thyroid stimulating hormone (htsh) results were generated from a unicel dxl800 access immunoassay system which reproduced well within a specimen however did not match patient clinical pictures or subsequent draws. Beckman coulter assessment of customer supplied data revealed that nine patients' results were provided by the customer. Only four patients' results crossed clinical categories between initial, repeat or redrawn results, fell outside the assay's precision claims or were found to be non-reproducible. The customer indicated that had been an intermittent issue over the past few months. No additional information was provided to address events outside of the details provided in this report. This report is three of four and represents the htsh results generated for one patient which reproduced well within a specimen however did not match the patient's clinical picture or subsequent draws. Beckman coulter assessment of customer supplied data indicated that the initial tsh result was within the assay's normal reference range. Upon redraw and retest, the repeat second and third sample results were higher and within and above the normal reference range of the assay respectively. Tsh results associated with this event were released from the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in light green top, plasma separator tubes and were centrifuged prior to testing. It should be noted that the samples were centrifuged for one half the time recommended by the tube manufacturer. Instrument assay quality control results were performing within the customer established ranges during the timeframe of this event.